Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. Ar-code: a review of the applicable the risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
No additional information provided.

Event description:
It was reported that bd unknown needle through catheter. Before the puncture, the nurse checked the needle plug and found no abnormal activity. When the needle was inserted, blood returned and the soft tube could not be inserted as there was abnormal resistance. It was immediately removed. Inspection revealed that the needle tip of the closed intravenous catheter was hooked on the soft tube, causing the puncture failure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.